Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt281412j/12467496, plc271000j/12645539, plc271200j/12499897) to repair an abdominal aortic aneurysm. Prior to the device implant, valve-sparing aortic root replacement was performed (date is unknown). On (B)(6) 2015, the patient went to the hospital due to back pain. According to CT, type b acute aortic dissection was found. The false lumen pressed the true lumen and stent graft and made them to stenosis. On (B)(6) 2015, an open heart surgery was performed and blood vessel prosthesis was implanted for closing the entry of the dissection. The physician elected to monitor. No further information was obtained.